Manufacturer narrative:
Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy. Block h11: following an update to the axios risk documentation, this event is being reported as part of the efforts associated with boston scientific's nonconforming events and prevention investigation, (B)(4). Investigation results: with all available information, boston scientific corporation concludes that the reported event of stent failure to deploy could not be confirmed. The device has been returned with the stent fully covered and undeployed. The reported issue could not be detected since during the evaluation the stent was deployed, and no issues were noted. Device technical analysis: an axios stent and electrocautery-enhanced delivery system was received for analysis. The axios device was returned with the stent fully covered and undeployed. Therefore, the functional inspection related to the deployment of the stent was performed and the catheter was unlocked moving the catheter lock by sliding it to the right, then the catheter control hub was moved up and down. The catheter passes through the luer without resistance. Also, the stent hub was moved down to the second and fourth position. In addition, the stent was deployed, and no issues were noted. Device history record (DHR) review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Risk review: a risk review was completed and confirmed that the event of "stent failure to deploy" was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: taking all available information into consideration, the investigation concluded that the most probable cause is no problem detected.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted transgastric to facilitate a pseudocyst drainage during a procedure performed on an unknown date. Reportedly, the physician was using the eus method of deployment where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1:1 fashion. During the procedure, the physician reported that the stent did not deploy. The procedure was able to be completed by using another of the same device. There were no patient complications reported as a result of this event.